Event description:
The customer reported that the insulin pump was not functioning and she woke up with blood glucose of 364mg/dl. The caller stated that the device was stuck in the prime loop. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.